Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had a 006: stuck key at start up on the programmer. They stated that ever since the code, she could not adjust stimulation so at night it felt like her ins was burning, itchy, and she had to rub it. The patient was in more pain now because she can't lower it. They tried removing the programmer batteries without success. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Product ID 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient responded via letter on 06-24 that their issue was not related to itching/heating. They stated their replacement of the monitoring device for the stimulator resolved the issue. No out of box failure was reported. No further allegations/complications were reported.